Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-03285; related manufacturer reference number 3006705815-2019-03286. It was reported the patient experienced ineffective stimulation. Surgical intervention took place to explant the patient's system. Surgery addressed the issue.